Event description:
It was reported that the implantable cardiac monitor exhibited telemetry discrepancy. The patient was not symptomatic. The device was later explanted electively post pulmonary vein ablation. The patient was stable.

Manufacturer narrative:
Complaint of communication issue was not confirmed. The device was tested at nominal settings. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.